Event description:
It was reported that this pacemaker system exhibited right ventricular (rv) lead loss of capture (loc) and the patient's heart rate was approximately 30 beats per minute (bpm). Review of rv threshold trends indicated that rv threshold was previously in the 1.2-1.6 v range and rv output was programmed to trend 2.5v. The most recent right ventricular auto-threshold (rvat) test had a rv threshold measurement of 2.8v, and it was unclear why threshold measurements had changed. The patient was seen in clinic, and rv auto-capture (rvac) was programmed on. This pacemaker system remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.